Event description:
It was reported that the lens was rigid during loading. The lens was implanted but was extremely slow in opening. It took approx an hour for the lens to unfold. Using a slit lamp, the surgeon confirmed that the lens opened completely.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. An injection not validated for use with any b+l iol was used in this event. Based on the info provided, a root cause could not be determined.